Manufacturer narrative:
Corrected data: h6- medical device code: 1494- off label use (age<21). H6-health effect- impact code: "4629" should be removed. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo 13.2, -10.0/3.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023.the lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was explanted on (B)(6) 2023. A replacement lens was implanted in a second surgery on (B)(6) 2023. Problem resolved. Cause of the event is reported as unknown.